Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaz0190 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch- report stated "patient developed hives, shortness of breath, wheezing, itching, oral swelling and elevated blood pressure following insertion of powerpicc solo catheter."